Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the mildly tortuous distal rca. After crossing two previously implanted stents in the proximal rca, the lesion in the distal rca could not be crossed by direct stenting. After withdrawal of the device it was detected that the stent was damaged in the middle part.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The angiographic material consisting of a still image shows an implanted stent. Geometric distortions of the stent structure are indicative of a potential stent deformation. The actual complaint event is not visible. The angiographic material does therefore not provide any further relevant information regarding the root cause of the complaint. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, when treating multiple lesions the distal lesion should be initially stented, followed by stenting of the proximal lesion. In addition, pre-dilatation of the lesion is mandatory.